Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that there was battery acid in the insulin pump. It was leaking in the battery compartment. The customer¿s blood glucose level was 289 mg/dl. Troubleshooting was performed. They cleaned the battery cap. They air dried the battery compartment. They inserted a new battery but the home screen did not appear on the display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.